Event description:
When the nurse was disconnecting flotrac tubing from the patient's central line, the tip broke off in the hub of the patient's central line. The broken piece of plastic was able to be retrieved from the central line hub by using hemostats. Manufacturer response for flotrac sensor, flotrac sensor (per site reporter). Response is pending at this time.